Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / pain') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test-yes. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia and urinary incontinence outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-5-6 on the right and 3-4 on the left date(s) of removal: (B)(6) 2018, discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Lot number: 729920 manufacturing date: 2010-03 expiration date: 2013-03 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new events- vaginal bleeding and menorrhagia were added. Event outcome of pain and bleeding added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, menorrhagia, appendectomy, cholecystectomy, urinary incontinence, urinary urgency, pelvic pain female, dyspareunia, urethral hypermobility, abdominal adhesions, depressive disorder, anxiety state, cystoscopy and pelvic adhesions. Essure confirmation test-yes. Concurrent conditions included dysmenorrhea, depressive disorder, anxiety disorder, mastodynia and vulval abscess. Concomitant products included levonorgestrel (mirena) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2012, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, abdominal pain, genital haemorrhage and vaginal haemorrhage had resolved and the dyspareunia and urinary incontinence outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-5-6 on the right and 3-4 on the left date(s) of removal: (B)(6) 2018, discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; on (B)(6) 2020: the fallopian tubes are successfully occluded with the occlusion devices.. Lot number: 729920, manufacturing date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: medical record received: medical history, patient demographic, reporter information were added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / pain') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test-yes. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), genital haemorrhage ("abnormal bleeding (general),"), back pain ("back pain"), urinary incontinence ("urinary incontinence") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, back pain, urinary incontinence and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, pelvic pain and urinary incontinence to be related to essure. The reporter commented: insertion details-5-6 on the right and 3-4 on the left. Lot number: 729920 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / pain') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test-yes. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), genital haemorrhage ("abnormal bleeding (general),"), back pain ("back pain"), urinary incontinence ("urinary incontinence") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, back pain, urinary incontinence and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, pelvic pain and urinary incontinence to be related to essure. The reporter commented: insertion details-5-6 on the right and 3-4 on the left. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs+mr received- lot number were added. Event injury updated to pelvic pain. New event abnormal bleeding (general), dyspareunia (painful sexual intercourse), urinary incontinence, abdominal pain, back pain were added. New reporter, patient information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.